Event description:
It was reported that prior to use foreign matter was discovered on device with a bd syringe 60ml ll brazil. The following information was provided by the initial reporter, translated from portuguese to english: when opening the syringe 60ml in order to use, the tip was with a black foreign matter that seems syringe ink.

Manufacturer narrative:
H.6. Investigation summary: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was visually examined and it was observed that there was black foreign matter (fm) embedded in the syringe barrel tip, the syringe body, and the syringe flange. One (1) photo was also provided by the customer. The photo shows the tip of the syringe barrel. There is black fm embedded in the barrel tip. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. No corrective or preventative action will be taken in the scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on device with a bd syringe 60ml ll (B)(6). The following information was provided by the initial reporter: when opening the syringe 60ml in order to use, the tip was with a black foreign matter that seems syringe ink.